Manufacturer narrative:
(B)(4). A request for additional information has been sent to the field representative. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient recently underwent a system revision following a valve replacement surgery. The patient now reports having an staph infection at the wound site and is currently on an intravenous antibiotic drip. No further information was provided.